Event description:
During the surgical procedure laparoscopic roux-en-y gastric bypass and hiatal hernia repair the eea stapler was fired and the blade failed to cut attached string, unknown at what point in the surgery this occurred. A leak test was performed with no obvious leak present. There was no harm to the patient.